Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.

Event description:
Reporter alleged the customer obtained the results of 580 mg/dl and 180 mg/dl back to back within 10 minutes on the compact plus system. Reporter stated that he washed his hands in between the tests. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter used all of the strips, so no product will be returned for evaluation.